Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient's lead had migrated. Surgical intervention was undertaken during which in the scs system was explanted. Explant date is unknown. Note : it is unknown which lead is related to this issue.